Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the device in used condition. Many upstream occlusion alarms were observed in the event history log. Functional testing could not replicate the reported issue; however, the downstream occlusion (dso) sensor was found degraded. The probable root cause was determined to be the dso sensor. The dso sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3, g4, d4: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited an occlusion alarm. There was unknown patient involvement.